Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees a constant bright light entering her eye at the surgical site. The consumer reported that her eye is now smaller, set in deeper on her face and the eye does not open as widely as the other. The consumer reported that the puffy eye brow which had nearly touched her lashes was also gone. She stated that her eye burned and sometimes ached. In a f/u call with the consumer, she reported having been seen for a second opinion. The consumer stated the surgeon told her that her iris was thin at the incision site and that was what was allowing the "glare-beam of light" to enter her eye. The surgeon told her that replacing the lens would not correct the issue. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/20/2010, 10/11/2010, and 10/14/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).